Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Cause was unknown, and a specific value was not provided. Reportedly, the customer changed out the infusion set and cartridge to address bg level. Customer declined all further troubleshooting.